Event description:
See initial report

Manufacturer narrative:
It is highly probable that the error message was ee08. The error code is currently described within the operating instructions for hc 3t (5.3.3). This e08 error has the potential to occur due to trapped air within the hc 3t pumps/water circuits, specifically the cold and warm cardioplegia pumps/circuits and the patient stirrer pump. Otherwise, the error can be caused by a float assembly cannot move into housing due to the bent pole. Hardware malfunction of the device could be excluded and no further complaints have been received for this specific issue on this unit, confirming that the reported event was not device related. The issue is more likely associated with procedure/circuit-related factors such as tubing length or due to the simultaneous activation of cardioplegia and patient circuit cooling. As per device instructions for use, the length of the tubing between the heater-cooler and the heat exchangers and the single-use heating/cooling blanket must not exceed 5m. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in stuart, florida. Through follow-up communication with customer, livanova learned that an error code appeared on the unit. It was turned off and on and the alarm was not reproduced. Now the unit works properly; other surgeries were performed without any issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : the unit now is working properly.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device did not cool during procedure. Then, it started to cool and the surgery continued. There was no patient injury.